Event description:
During right ankle arthrotomy with debridement/microfracture of osteochondral defects, the arthroscopic bur had impingement on the metal sheath. Physician believed based on visual that metal debris ended up in the ankle, which was debrided out both arthroscopically and with pulsatile lavage. Physician believed all metal or debris were removed.